Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0004089268. Medical device expiration date: na. Device manufacture date: 2019-05-17. Medical device lot #: 0004089274. Device manufacture date: 2019-05-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that female luer adapter, with wings was deformed. The following information was provided by the initial reporter: material no: 1024-078-043; batch no: 0004089274, 0004089268. It was reported a bubble in an unknown location on product. Customer email: (B)(6) 2020: now, what I do know is that we had a bubble issue on this part and clearly notified the customer of the issue and had them sign a waiver accepting the product, but we need to understand what is causing the ¿crack¿ and was this in fact the result of the ¿bubble¿.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 10/20/2020. Investigation conclusion 4 samples of the model 1024-078-043 were received. The samples were reviewed, and during visual inspection it was observed a bubble in the samples, the samples were reviewed under microscope confirming the reported failure mode. The product reported was manufactured at a supplier site. During the investigation it was found that the bubble condition was present in the components molded with the mold m-95140. Since the mold was transferred to (B)(6) in august 2019, the mold was disassembled, inspected and cleaned. These inspections and if necessary, corrections are done to all vyaire transfer mold received at the (B)(6) prior initiate mold operation. The investigation and inspections performed by the tool room at (B)(6 )identified that the cooling within the mold was compromised due to multiple tooling issues prevailing in the mold when it was originally transferred to (B)(6). Therefore, the insufficient cooling to the cores at the location of the bubble was identified as the root cause of this issue, actions have been addressed in CAPA 1292821 regarding this failure mode. No immediate actions were required since the root cause is related to supplier issue. No additional preventive or corrective actions were required since actions were addressed to a CAPA 1292821. However, we will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate.

Event description:
It was reported that female luer adapter, with wings was deformed. The following information was provided by the initial reporter: material no: 1024-078-043 batch no: 0004089274, 0004089268 it was reported a bubble in an unknown location on product. Customer email 09 sep 2020: now, what I do know is that we had a bubble issue on this part and clearly notified the customer of the issue and had them sign a waiver accepting the product, but we need to understand what is causing the ¿crack¿ and was this in fact the result of the ¿bubble¿.